Event description:
Application of "wound seal" powder resulted in severe pain. I had to wash the wound to relieve pain. Did not even see any reduction in bleeding of open sore. Diagnosis or reason for use: skin on hand torn off and top of hand bleeding.